Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional / changed and / or corrected data. Device evaluation: analysis of the returned device identified a curved opening on the anterior, flat creases and wear abrasion. A leak test and microscopic analysis were performed which identified a sharp opening on the plug strap disk shell and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.